Manufacturer narrative:
The initial report for 1645337-2019-08994 was erroneously submitted with incorrect codes. Patient code 3191 (no code available) has been updated to 1982 (neurological deficit/dysfunction). Patient code 1761 (capsular contracture) has been updated to 2035 (reaction, local). It was mistakenly reported that the patient experienced capsular contracture on the right side. It was mistakenly omitted that the patient experienced inflammation on the right side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/white female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 525cc breast implants and experienced capsular contracture baker grade unknown on the right side, deflation on the left side, pins and needles sensation in both arms, trouble sleeping and breathing, and shortness of breath. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.